Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of false upstream occlusion through the history log, but could not reproduce it during evaluation. Evaluation found the ultrasonic readings to be below specification, caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.